Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a posterior capsule tear in a patient's right eye during laser assisted cataract surgery. The doctor converted to an anterior intraocular lens. The doctor noted he doubts the laser caused the tear and the lens chop possibly caused it but he is not sure why it happened. The doctor is not blaming the laser or the phacoemulsification device. There are two related reports for this reported event. This report addresses patient identifier, (B)(6), and another manufacturer report will be filed for the second patient.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).